Manufacturer narrative:
The customer provided images of the marksman catheter for review. In the images provided, the distal end of the marksman catheter appears to be flattened and accordioned. In addition, there appears to be separation of the catheter body. The location or length of catheter separation could not be determined from the images provided. Based on the images provided, the report of "catheter kink/damage" was confirmed. However, since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. Linked with MDR: 2029214-2020-00194. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex distal section did not open. Upon removal of the devices, the tip of the marksman catheter was noted to be damaged and kinked. This event occurred in the internal carotid artery (ica). The ica aneurysm was unruptured, and amorphous. The max diameter was 4.5 mm and the neck was 4.5 mm. The distal landing zone was 3.5 mm and the proximal was 4.5 mm. The vessel anatomy was moderate in tortuosity. The pipeline and the accessory devices were prepared as indicated in the instructions for use (IFU). No patient injury occurred. Post the intervention, the angiographic results were good. A new pipeline device was used to treat the patient.